Manufacturer narrative:
(B)(4). Batch #m90x35. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: is the broken blade tip being returned with the device? Yes. Or, was the broken blade tip discarded? Na.

Event description:
It was reported that during a tlh, the blade was broken off inside the patient when the device cut the vaginal tissue. The broken piece was retrieved from the patient with a forceps. No pieces were left inside the patient. There was no bleeding due to the event. Another device was used to complete the case. There were no adverse consequences to the patient.